Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shock therapy due to oversensed noise as a result from a suspected right ventricular (rv) lead conductor fracture. High out-of-range pacing impedance measurements were also observed. It was noted that the fracture was suspected due to reported out-of-range impedance and high pacing threshold measurements. The device was deactivated in the interim, during which the patient used a life vest. A revision procedure was later performed in which the lead was surgically abandoned. The device was also explanted. No additional adverse patient effects were reported.